Event description:
Event description guidant received information that a significant increase in pacing impedance was observed in this cardiac resynchronization therapy defibrillator (crt-d) that had been implanted a few weeks earlier.

Event description:
Boston scientific received information that a significant increase in pacing impedance was observed in this cardiac resynchronization therapy defibrillator (crt-d) that had been implanted a few weeks earlier.

Manufacturer narrative:
A boston scientific technical service representative discussed this issue. The lead was later invasively evaluated. It was discovered that the lead had not been fully advanced into the header. The lead was inserted correctly into the header and the pacing impedances returned to normal measurements. No additional information is available at this time. If more information becomes available, the event will be updated/reopened. Most recently, this device has been returned. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.